Event description:
It was reported that the pt reported their recharging antenna (rtm) is taking forever to charge up the neurostimulator battery (ins) and getting really hot. Pt also stated the cord may be frayed where it intersected w/ antenna bc ever so often they can feel a shock coming from it. Pt denied any injuries such as marks on skin, burns, etc. Related to incident. Pss advised pt to no longer use damaged device. Pt asked if they needed someone from the va meet w/ them to check the device when they received the replacement. Patient's wife took over call requesting pss to contact the va for someone at mdt to meet with pt to ensure replacement rtm was working properly. The spouse remarked this was the first time they were hearing the pt was getting shocked. Pss reviewed protocol for pt to contact their hcp at the pain clinic to address concerns (pss was unable to understand the name of the pain clinic provided by the wife). Pt indicated they had their mdt clinical specialist's card for contact. An email was sent to repair to replace the recharger.

Manufacturer narrative:
Continuation of d10: product ID: 97755, serial# (B)(6), product type: recharger. Section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(6), UDI#: (B)(4). H3: analysis of the recharger found there was a no device found message. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.